Event description:
Chair collapsed.

Manufacturer narrative:
It was reported that "during a shower the chair right legs shifted forward and back tilting the chair at such an angle that I was dumped onto the tile floor". It was reported that an xray showed "x-rays show a contusion on the hip and a "mild extrusion of one of the cannulated screws" and "surgeon suggests the repair on the hip will require another surgery for the removal of the effected screw, filling hole with cement". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated d4 and h6.